Event description:
It was reported that the customer had been hospitalized several times due to issues related to diabetes. The customer stated that she was unable to discuss further details regarding the hospitalization events. The caller did not provide the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.